Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 13.3-13.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact with at this location.

Event description:
This report is to advise of an event observed during analysis.